Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated an erroneous patient creatinine result. Customer reported that the erroneous result was reported out of the laboratory. Customer reported that a nurse questioned the result. Customer reported that they reran the sample and amended the result. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that the sample looked good with no fibrin present. Customer reported that maintenance was up-to-date. Bec investigation indicated there was no calibration issue. Bec investigation indicated quality control was within customer's established ranges. Root cause is unknown.